Event description:
An (B)(4) catheter split when the needle was extracted. The customer stated that she felt resistance. The pt did not incur an injury. Additional info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.